Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they had a bent cannula causing a serious injury. The customer's blood glucose was 545 mg/dl at the time of incident and treated with insulin pump. Troubleshooting was completed and determined the alarm was caused by a bent cannula. It was not stated that the insulin pump was in auto mode or not. The customer's blood glucose was unknown at the time of call. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir.